Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure the device cut but did not fire staples on the specimen side. A new reload with the same device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). One video was provided; the video shows a black reload inside of a plastic bag. The pan can be seen partially detached from the proximal end right side. Several drivers can be seen up. Due the way the user holds the reload, it is not possible to see if the reload is fully fired or partially fired. Based on the video reviewed the event describe cannot be confirmed.